Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a diluent leak under the coulter hmx analyzer with autoloader. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was 15 milliliters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a worn tubing through pinch valve pv 49 and resolved the issue.

Manufacturer narrative:
(B)(4).